Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and degenerative disc disease/herniated disc pain. The following information was reported: pump replacement (motor stall). It was indicated that the intrathecal (it) rate was decreased at the pump replacement. The date of the motor stall was not specified. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train and a stall due to shaft bearing. Analysis of the pump indicated it was used to deliver fentanyl and morphine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the stall occurred on (B)(6) 2018. The patient experienced poor pain control, nausea, and sweating related to the motor stall.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse morphine 2.0mg/ml for a total dose of 0.200mg/day and fentanyl 3000 mcg/ml for a total dose of 300 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.